Event description:
The pt's trial leads and lead extensions were explanted due to an infection at the wound site.

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for eval.